Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Reddit complaint: the patient had a 12.6mm vticm5_12.6 implantable lens, -12.5/+1.5/090 (sphere/cylinder/axis) implanted into his left (os) eye. The patient reports halos, double vision, light rings, postop pain, pressure, and vomiting. Reportedly, the vomiting was possibly caused by the patient taking xanax prior to surgery. Postop pain and pressure relieved by "pushing onto the cut to force fluid out."

Manufacturer narrative:
B5: additional information: 6hrs post-op ac fluid drained via existing paracentesis. Diamox administered. Ghosting of vision in low light. Elevated iop due to retained occucoat. Post-op halo/glare is expected due to scotopic pupil size and relatively hight myopic prescription. Claim# (B)(4).